Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Factors that may contribute to the inability to retract the non-abbott balloon catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. However, the guide wire and the non-abbott guide wire used in the procedure were not returned which could have aided in the evaluation. A conclusive cause could not be determined for the reported inability to retract the non-abbott balloon catheter over the guide wire and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. All guide wires are 100 % visually inspected for damage during manufacturing and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during the procedure in the mid right coronary artery, the balance middleweight guide wire was advanced to the lesion. A non-abbott dilatation catheter was advanced over the guide wire and dilatation was successfully performed. An attempt was made to remove the dilatation catheter over the guide wire and resistance was felt between the two devices; therefore, the devices were removed as a single unit. A non-abbott guide wire was advanced and the same non-abbott dilatation catheter was advanced over the guide wire. Dilatation was performed successfully. The dilatation catheter was successfully removed over the guide wire without resistance. There was no reported significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.